Event description:
It was reported in 5 cases the stylet funnel did not work properly so while placing the catheter, when flushing the saline came out in between the catheter hub and the stylet funnel. During use (in 5 placements the luer connection from the stylet funnel didn't work properly) additional information received 10/23/2023: there was no serious patient impact, no erroneous results or exposures to blood or bodily fluids, and no further action has been taken. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.